Manufacturer narrative:
Insulin pump received with cracked and bleeding glass on lcd board. Unit received with cracked battery tube threads. Unit received with minors scratches on lcd window.

Event description:
Customer reported via phone call that the insulin pump was broken from the inside and there was black fluid coming from the cracks. Customer stated that the damage was on the left side of the screen. Customer was advised to revert to a back up plan and the insulin pump is being replaced.